Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit screen can not display the picture normally, the equipment still works normally though. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced the video control pcb (0670-00-0640) and the power supply module (0104-00-0033-05), and the issue was fixed. The fse then performed all functional and safety checks to factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use.